Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the patient symptoms to be user error related to replacement of the tubing; there may have been a downstream blockage, kink in the fluid path, or a closed tubing clamp. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
Mw5148922 and mw514892. Per medwatch mw5148922 and mw514892. It was reported the device exhibited a leak with the pump and the tubing was observed to be cracked. Per reporter the patient changed the tubing and got a headache and expressed distress due to issue. Per reporter the patient was due to switch pumps at 4pm, patient immediately started experiencing side effects of headache, heart rate went up to 128 beats per minutes and had a diarrhea as well. The patient had a backup pump and tubing that they were able to switch to and the issues went away within 15 minutes, no change in dose (a veletri dose approximately with 13.593 ng/kg/min). It was a continuous life-sustaining infusion. The outcome of the event was resolved, and no further info, dates or timelines known.

Manufacturer narrative:
H3: device not received by manufacturer. G4, b3, h4, d4: serial number, UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.